Event description:
It was reported that there was evidence of noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead, 2001 (B)(6); addr01 implantable pulse generator, 2011 (B)(6). (B)(4).